Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a implantable neurostimulator (ins) for cervical radiculopathy. It was reported that something went wrong with the patient's first pain stim device so they got a second one put in. There was no patient symptom reported. The nature and details of the event, troubleshooting and root cause of the event remains unknown. Follow up has been conducted to obtain this information; if additional information is received a follow up report will be sent.